Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a mildly calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, a cuff miss occurred. The device could not be removed from the patient anatomy although the foot was closed. The device was surgically removed and hemostasis was achieved surgically. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure or therapy as the device had to be surgically removed. The physician is reportedly trained in the use of the proglide device. No additional information was provided.